Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue that the sheath of the power cord tore and the inside wire was exposed. There was no patients harm or injury. The device was replaced for the user. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.